Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. The insulin pump received with minor scratches on lcd window. The insulin pump received with cracked case at reservoir tube window corners, belt clip slot and battery tube threads. The insulin pump received with broken reservoir tube lip. (B)(4)

Event description:
The husband reported via phone call that the customer received a button error alarm when attempting to enter a bolus. The husband also reported the escape button has been difficult to press. The customer's blood glucose was 169 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.